Event description:
The customer reported that he is an insulin pump user and while he was cleaning out his closet he found another insulin pump. He stated that about a year ago his uncle passed away and he has on his possession a fully wrapped and ready insulin pump. He stated his insulin pump has a scratch/crack in the screen. The blood glucose reading was 132mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
The insulin pump received with scratched lcd window. No cracks on the screen noted. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.